Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000874, ubd: unknown, UDI#: unknown. Product ID: bi71000444r, ubd: unknown, UDI#: unknown. G2: this event occurred in france, see e1-e3. H3, h6: the system was serviced in the field by a medtronic representative. The collimator was replaced, but this did not resolve the issue. A rotor motion controller was ordered, but not replaced. Codes b01, c07, and d02 are applicable. Additional system service was performed. The rotor controller was replaced, and collimator alignment was performed. Dose measurement was performed. Rad fluoro gain calibration was performed. The system performed as intended. Codes b01, c07, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that there was an error initializing the collimator. There was no patient involvement.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000874, lot/serial #: (B)(6)) the collimator was returned for analysis. Collimator passed bench test. Stroke distance and stroke time test passed. All other tests passed no failure found with the collimator. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D9, h2, h3: the return of bi71000444r provided the lot number r050523029 rev. F. The hardware was returned and analysis was performed. The motion control box was installed in a test system. The motion did not initialize, system did not fully boot and ready. It was a faulty motion control box. Codes b01, c02, d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.